Manufacturer narrative:
Concomitant products = gore covered stent, unknown wire guide, unknown drug-coated balloon. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a right lower leg angioplasty procedure, a flexor raabe guiding sheath separated at the hub. Access was obtained in the groin and a contralateral approach was used. The patient's past medical history includes peripheral artery disease, and the anatomy was reported to be calcified. An unspecified wire guide and drug-coated balloon were utilized through the sheath during the procedure, as well as another manufacturer's stent. The separation occurred upon removal of the device from the patient at the end of the procedure. The wire guide was in place upon removal of the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation a review of the dimensional verification, complaint history, device history record, instructions for use (IFU), manufactures instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one used kcfw-6.0-38-55-rb-raabe was returned without the dilator for investigation. There was biomatter throughout the device. The proximal fitting was separated from the sheath tubing. There was a kink in the tubing at 29.8cm from the proximal flare. The distal tip of the tubing was intact and there was no visible damage. The proximal fitting appeared undamaged, and the flare was intact, but out of round and pinched at the edge. The connector cap inner diameter and proximal flare gauged within specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Moreover, an IFU is provided with the complaint device, which states ¿before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. When inserting, manipulating or withdrawing a device through an introducer always maintain introducer position. Do not attempt to insert or withdraw a wire guide and/or introducer if resistance is felt.¿ based on the information provided and the examination of the returned product, investigation has concluded that the cause of this event cannot be traced to the device. Instead the likely cause is related to the patient¿s condition has calcified anatomy was noted, and the dilator was not reinserted prior to the removal attempt. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: g5. This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.